Event description:
The patient was implanted with an ams sparc sling on (B)(6) 2009. It was reported that the patient has experienced severe and permanent bodily injuries and mental and physical pain and suffering. The patient suffers from worsened incontinence, recurrent infections, pelvic pain, and mesh erosion. The patient has undergone four additional surgeries to attempt to remove the surgical mesh; approximately half of the mesh still remains implanted in her body. It was also reported that the patient suffers from infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.